Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 8 years and 2 months due to severe aortic insufficiency. Per the op report, she has significant dyspnea on exertion and functional status limitation. She notes that she did not regain reasonable functional status after her first aortic valve replacement. She suffers from morbid obesity as well. The operative findings indicate that there was a single leaflet tear in two locations adjacent to commissure oppose on bioprosthetic valve. No evidence of infection. The device was replaced with a new edwards bioprosthetic valve. "When the patient was rewarmed, she was weaned from cardiopulmonary bypass without difficulty. Hemodynamics were excellent. The aortic valve bioprosthesis prosthetic function was excellent with a gradient of 3 and no perivalvular leak. There were no known complications.

Manufacturer narrative:
(B)(4). Device not returned. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. The pericardial tissue used in edwards' perimount devices has been shown to have lower incidence of svd in the long term in comparison to older models. Review of clinical reports for carpentier-edwards bioprosthesis show extremely low incidence of leaflet tears which can lead to regurgitation. The perimount pericardial bioprosthesis has demonstrated favorable hemodynamics, particularly in comparison to porcine valves which are more likely to fail from cusp ruptures or leaflet tears. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the cause of the reported leaflet tear could not be confirmed. No further actions are possible with the available information.